Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the needle detached from the hub of the syringe on a bd insulin syringe with the bd ultra-fine¿ needle 1ml 31gx5/16". The needle was removed with tweezers. No medical interventions.

Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7030660. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.